Event description:
Discordant low immulite 2000 free psa results were generated on one (1) patient sample. The physician questioned the results (since it did not match previous results) and requested a rerun of the specimen. The patient's biopsy was delayed due to the result discrepancy.there was no known report of treatment given or withheld based on the discordant free psa results.

Manufacturer narrative:
A siemens tse (technical service engineer) analyzed the immulite 2000 instrument data. Analysis of the instrument data indicated that the cause for the discordant free psa results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.